Event description:
It was reported via voluntary medwatch (B)(4) that following a greenfield filter placement filter migration occurred. The procedure was indicated due to both of the patient's legs being "filled with clots". Access was obtained via the carotid artery. An unspecified greenfield filter was advanced but "would not go down far enough". The procedure was completed. A "number of days later" after a scan revealed that no clots were present, another attempt was made to implant a greenfield filter that was successful. The patient was discharged 3 days later. A couple years later, while getting out of bed, the patient experienced "great" right sided pain. The patient reportedly passed out and repeated kept passing out "every" time she moved. It was determined that the filter had moved out of the vena cava and are "in" the patient's back muscles. A non-bsc "sinom nitrate" filter was placed, but also determined to have "been misplaced" and is reportedly also in the patient's back muscles. The patient reports the pain in the right kidney area is so severe, she "can't take it anymore". She "is still here" but the pain is "unbearable".

Manufacturer narrative:
(B)(4)device evaluated by MFR: the complaint sample was not returned for analysis; therefore, a failure analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause could not be determined.